Event description:
This rv lead was implanted on (B)(6)2012 and remains implanted at this time. A call was placed to technical services on 4/13/2017 stating that there were very short lived noise from less than 1 second to 1-2 seconds observed from multiple non-sustained ventricular tachycardia events from december 2015. The latest similar observation was detected on 4/12/2017. No out of range impedance value noted for the past year. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).